Event description:
A surgeon reported that a memory lens implanted in a patient's left eye in 2000 was diagnosed in 2002 as opacified. Visual acuity reported as 20/50 at a 2003 visit. The lens was explanted and replaced in 2003 with no complications reported. No further information is available at this time.